Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5mg/ml morphine at 0.3mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient experienced an infection and a mental status change after (B)(6) 2018. It was reported that the entire catheter was removed, and a new catheter was implanted above the existing catheter with the majority of the catheter externalized and the pump reattached externally. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.